Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that replaced pendant and completed system checkout. System functions normally. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529; product ID: bi71000615. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for anterior cervical spine procedure. It was reported that the pendant buttons were slow to respond. Site reported that there was a lag of a few seconds between buttons being pressed and the system responding. The door open button took several attempts over ~5 minutes to function and when it did, the door opened very slowly. This issue occurred intraoperatively and caused less than 1 hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, lot/serial #: (B)(6), h3) the pendant was returned for analysis. The system and pendant booted and readied. All pendant functions actuated correctly. No functional problem found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.